Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2022. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('pain in abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient experienced abdominal pain (seriousness criterion disability), urticaria ("hives"), inflammation ("inflammation"), hypersensitivity ("increased allergy/ hypersensitivity"), adverse event ("symptoms like autoimmune disease") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pruritus ("itching sensation"). Essure treatment was not changed. At the time of the report, the abdominal pain, urticaria, inflammation, hypersensitivity, adverse event, abdominal distension, weight increased and pruritus outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, adverse event, hypersensitivity, inflammation, pruritus, urticaria and weight increased with essure. The reporter commented: she have been having problems since essure placement and she can not find a physician to remove them, was told the only way to have them taken out is to have her uterus removed. Disability or permanent damage was mentioned but not assigned to any of the events. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5106815) on 14-feb-2022. The most recent information was received on 23-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('pain in abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient experienced abdominal pain (seriousness criterion disability), urticaria ("hives"), inflammation ("inflammation"), hypersensitivity ("increased allergy/ hypersensitivity"), adverse event ("symptoms like autoimmune disease") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pruritus ("itching sensation"). Essure treatment was not changed. At the time of the report, the abdominal pain, urticaria, inflammation, hypersensitivity, adverse event, abdominal distension, weight increased and pruritus outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, adverse event, hypersensitivity, inflammation, pruritus, urticaria and weight increased with essure. The reporter commented: she have been having problems since essure placement and she can not find a physician to remove them, was told the only way to have them taken out is to have her uterus removed. Disability or permanent damage was mentioned but not assigned to any of the events. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-feb-2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.